Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6) device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: 01february2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit broke during surgery, with no effect on the patient. The surgery time extended five (5) minutes; the drill bit was replaced with another one from the second proximal femoral nail anti-rotation (pfna) set. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the drill bit is broken in the middle of the flute. The broken piece (approximately 30 mm) was not returned. The shaft shows partly strong scratches and the cutting edges are in used condition. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 440a per specifications and the measured harness was within the specification. The broken surface is homogenous what indicates material conformity as well. Unfortunately we are not able to determine the exact cause of this complaint. Due to the wear and tear signs, it is likely that this product was an often and intensive used instrument. It is likely that the bad condition of the device before surgery in combination of an unknown mechanical overloading situation could finally lead to the complained issue. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.